Manufacturer narrative:
Concomitant medical products: product ID dtba1d1 ICD, implanted: (B)(6) 2015, 1388t lead implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high impedance on the left ventricular (lv) lead. The lv lead remains in use. No patient complications have been reported as a result of this event.